Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported proximal shaft separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was moderately tortuous. After successful pre-dilatation was performed, the nc trek rx 4.50 x 8 mm balloon dilatation catheter was being removed from the patient anatomy when the proximal shaft broke in two pieces in the technician's hands outside the body. The device was prepped according to the instructions for use. There was no resistance during removal of the protective sheath or during advancement/withdrawal from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.